Manufacturer narrative:
Device manufacture date: january 30, 2018 - february 1, 2018. The device was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor over infused during infusion with 5fu and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.